Event description:
A breast cancer patient with a malfunctioning right subclavian port-a-cath. The patient has had a port placed in right subclavian on 2 separate occasions and, for the second time, has had extravasation from the catheter into the soft tissues of their chest wall. The patient came to outpatient surgery for catheter removal and replacement. This catheter was removed intact with a bend noted at its proximal third. It is believed that the catheter removal in march of this year was due to leaking from a needle puncture. Patient had placement of right external jugular port-a-cath placement in 2005.